Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's wife stated that after dinner, she and the patient went straight to bed at 10:00pm. At 3:30am, the cgm was displaying "low" so the patient's wife provided the patient 2 glucose tablets because the were having a seizure. The wife called an ambulance and the patient was transported to the emergency room. Upon arrival, a nurse checked the patient's bg and it was 500 mg/dl. There was no cgm value because the sensor had been removed from the patient's body prior to going to the hospital. The patient was treated with insulin. At the time of the report on (B)(6) 2023, the patient was still at the hospital and reported that the last bg checked by a nurse was 453 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.